Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device is giving out wrong values or volumes. Caller wants to know what the reported issue means. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised that the rt was seeing values or volumes as delivered to the patient that were not what was expected. Advised more information from rt would be needed as to the specific issue was. Advised that no matter what the issue, that performing a full pvt would diagnose the problem or if there was a problem. Provided manual reference and discussed required test equipment and the service kit. Provided manual reference to the pvt and discussed. Resolution and disposition are pending - investigation on going.

Manufacturer narrative:
Per gfe response, the biomed customer called into philips tech support to get a better understanding of the issue, did not do any further investigation nor any repair to the device, just called in for information. No further information was able to be obtained.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17254.